Manufacturer narrative:
A right femoral fracture was reported for a sl-plus mia stem. The fracture was noticed 3 weeks after implantation. As of today, no product number nor batch number has been communicated nor has the complained device been received for investigation. A review of the device record could therefore not be conducted. No clinical/medical documents/reports have been provided. Without supporting clinical/medical documents a thorough investigation could not be performed. An extended review of the complaint history revealed that there are other complaints being reported for a periprosthetic fracture associated with the mia stem family. Six out of seven complaints are originated in japan. Due to missing components and information the root cause could not be determined for these complaints. A review of the device labeling revealed that the IFU (lit. No. 12.23 ed 05/16) states bone fractures as a known possible side effect in combination with the implantation of a hip prosthesis. There is furthermore no indication that the content or structure of the surgical technique (lit. No. 00884-en (1524) v4 01/15) could have contributed to the reported incident. It stays unclear why there seems to be an accumulation of incidents for periprosthetic fracture originated in japan. Based on available information the root cause for the reported issue cannot be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, s+n will continue to monitor the device for similar issues. The complaint will be reopened should additional information become available.

Event description:
It was reported a right femoral fracture, noticed 3 weeks after implantation. The adverse event required prolonged hospitalization. This event has assessed by aemb as unrelated to study device. S&n device including surgical technique cannot be excluded to have contributed to this serious injury.